Manufacturer narrative:
Other relevant device(s) are: product ID: 9733446, serial/lot #: (B)(4). Product analysis: product: 9733446 , lot no: 29508 - damaged/disassembled tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged registration probe. The tip was found to be deformed upon inspection. There was no patient present at the time of the event.